Manufacturer narrative:
Corrected data/ additional information received 2/16/12: brand name - dynasty(r) a-class poly liner; catalog number - dlxp-gd36; lot number - 0711390408; expiration date - 7/31/19. Device manufacture date - 8/3/11. This was originally reported as a dynasty pc shell but should have been reported as a dynasty a-class liner revision. The shell was not revised.

Event description:
Allegedly revised due to infection.

Manufacturer narrative:
Conclusion: no device failure. The complaint was reviewed and analysis showed no trend. The package insert was also reviewed. The product was not returned.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00072.